Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and friend/family member regarding patient's implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had an unrelated hospitalization where their heart was shocked (unrelated to device or therapy), and now they felt like their stimulator was not working because they had a return of symptoms. Patient stated they went to use the patient programmer and saw a warning power on reset (por) screen. During call, patient synched to patient programmer and ins again but still not the warning por screen. Patient advised to follow up with healthcare professional (hcp) to clear and to check on device. No further complications were reported or anticipated.